Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from chinese to english: during use, cracks in the connector caused leakage. Additional information received from the customer: please confirm how the fault was identified? Leakage of fluid during infusion please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Frequent around 3-4 days after infusion please confirm the make and model of the connecting product(s)? Mz1000 please confirm what substance was being infused during the time of the event? Occurs with both routine and chemotherapy fluids was there any patient harm? No harm received. Was there an under infusion? No. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Yes, prior to sampling, alcohol wipes for sterilization.

Manufacturer narrative:
Investigation result: ten maxzero connectors without packaging were received for investigation. One kdl 20ml syringe (1.2mm x 38mm twsb lot k20250522) was also returned in sealed packaging to aid the investigation. The customer did not provide any lot information but reported that "during use, a crack in the connector caused leakage." Additional information noted that the leakage occurred "around 3-4 days after infusion" and "occurs with both routine and chemotherapy fluids" as well as that " alcohol wipes [were used] for sterilization". The returned samples were subjected to pressure testing in order to replicate the customer's experience; leakage was observed in all instances. Upon closer inspection, cracks to the female luer adaptor were visible in each maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance as the damage was observed after 3-4 days of infusion, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.